Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details will not be provided. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had nitrogen that exceeded the test limit. Based on an assessment of the helium leak test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The recipient will be reimplanted.

Manufacturer narrative:
The recipient reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.